Event description:
It was reported that a spectrum pump experienced system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The reported symptom error 105 was confirmed through the event history log. Eval found evidence of impact damage as well as signs of wear on the encoder pcb. Inspection found that the magnetic encoder disk was rubbing on the pcb while the pump was running. Closer inspection of the encoder disk showed signs of wear on the top of the outside ridge where it was making contact with the encoder pcb and interfering with its rotation. The motor and front case assembly were replaced.